Manufacturer narrative:
Medical device expiration date: n/a. Investigation summary: customer returned one (1) loose 31g x 6mm, 0.5ml relion insulin syringe from lot 8351964. Consumer reported needle detached from the barrel suck inside the shield with the hub. The one returned syringe was examined, and it was observed that the needle-hub/shield assembly was separated from the syringe barrel; no damage was observed to the barrel tip. The cause for this issue likely occurred during the manufacturing process. Manufacturing (holdrege) will be notified of the reported and observed issues. A review of the device history record was completed for batch# 8351964. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: visual inspection of the pictures found the needle assembly to be detached from the barrel tip. No damage was observed on the barrel tip or the hub. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. There were no notifications or maintenance dispatches during the timeframe of this batch that pertain to this defect. Root cause for this defect cannot be determined. This batch was produced before (B)(4) which addressed the issue of needle hub separation by replacing the sensor eyes with cameras for more accurate measurement of raised needle assemblies. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: (B)(4). Batch no.: 8351964 it was reported that during use of the syringe 0.5ml 31g 6mm s/c u-100 relion that the needle detached from the barrel and was stuck inside the shield with the hub. The following information was provided by the initial reporter: pet owner reported needle detached from the barrel suck inside the shield with the hub.